Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the pcb00 units were manufactured according to specification. Cosmetic inspection, optical measurement and pushrod-plunger assembly inspection for defects were performed and showed that the devices were manufactured within specifications. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the surgeon implanted an intraocular lens using the preloaded insertion system, model pcb00, into the left eye of a male patient, the lens was noted to have a full diameter "crack" in the lens material which necessitated removal. A model za9003 was used as a replacement lens. No posterior capsule tear or vitreous loss was reported. No further information was provided.